Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the customer had experienced a low blood glucose of 44 mg/dl, and treated with food. Current blood glucose was 242 mg/dl and treated with glucose. Troubleshooting was performed and it was noted the device had a no delivery alarm and took out set, then restart the device. Customer was attempting to prime with the infusion set still connected to the site. Customer was advised to call when the alarm occured to perform proper troubleshooting. Customer is not returning the device for analysis.